Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again, which the customer understood and acknowledged.